Event description:
Per the clinic, the patient reports little to no benefit with device use along with pain at the implant site resulting in the decision to discontinue use of the device. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.